Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. Pinnacle claim submission form alleges elevated metal ions. After review of medical records patient was revised to address metal on metal hip with metallosis in the blood and other mechanical complication internal prosthesis left hip. Revision notes reported that he has been getting his metal on metal levels checked because of the body, who has had a revision because of his metal levels. He noted that they were elevated. He came into our clinic with a cobalt chromium level. It is almost twice elevated what the normal is. We sent him for an MRI to rule out any pseudotumor or metallosis reaction for anticipation that was negative. Finding were no pseudotumor, no metal reaction, stable cup and stem with metal on metal surfaces. A clinic visits on (B)(6) 2019 reported of bilateral hip pain with heavy metal poisoning. Doi: (B)(6) 2008 - dor: (B)(6) 2019 (left hip). The patient has bilateral hip implants. Please see (B)(4) for right hip.